Event description:
On (B)(6) 2023 at 20:35 ECMO was initiated on a nine month old male patient, 7.4kg, with a history of a right femoral artery and vein blood clot. It was reported the patient did not receive a heparin bolus prior to initiating ECMO but was on a heparin drip. At 20:40 there was minimal forward flow and high pressure drop. The heparin drip was increased. The oxygenator had a visible clot and the circuit was changed out. There was no adverse patient effect due to the circuit being replaced.

Manufacturer narrative:
The device was returned for investigation. A possible source of obstruction was a clot that got caught on the inlet side of the oxygenator. A possible root cause is an upstream source of clotting from the patient and/or insufficient anticoagulation, or other upstream circuit components. Based on the information provided and the investigation the device performed as expected when introduced to clots from an upstream source.

Manufacturer narrative:
Follow up report for additional information in b1(adverse event), b4 (date of report). Correction to d3 and g1 (contact information), and h1 (change from malfunction to serious injury).